Event description:
End user's wife reports "catheters are not peeling open evenly, it is like the catheters packaging has adhesive issues or paper issues. The paper will stick to one or both of the sides and tear as she is peeling it open and paper will tear unevenly."

Manufacturer narrative:
MDR / device 12 of 25. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.

Manufacturer narrative:
Investigation scope and approach investigation conducted using 5m1e (man, machine, material, method, measurement, environment) methodology. Included: retained sample testing. Comparison with customer photos. Review of production, inspection, sterilisation, and environmental records. Root cause conclusion ¿ direct root cause: uneven tearing and paper debris occur only when the pouch is torn horizontally with the paper side facing upward. ¿ the issue is related to the tearing angle and force applied to the paper, reflecting an inherent characteristic of the paper material, not a manufacturing defect. ¿ no evidence supports a production, material, machine, sterilisation, or inspection failure. Uti consideration ¿ while the uti was temporally associated with the product use, the investigation did not establish a causal link between product sterility or manufacturing defects and the infection. ¿ product sterility and packaging integrity at release were confirmed. Corrective / preventive actions ¿ no CAPA initiated, as no manufacturing nonconformance was identified. ¿ user guidance reinforced. After bursting the water sachet, keep the pouch vertical to fully wet the catheter. Tear the pouch vertically (as shown in the IFU) to minimize paper tearing and debris. Final conclusion ¿ the product meets all quality, inspection, and sterility requirements. ¿ the complaint is attributed to use-related tearing method, not a manufacturing defect. ¿ recommendation focuses on correct pouch-opening technique per IFU to improve user experience and reduce perceived risk .should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.